Event description:
It was reported, as the surgeon attempted to tighten down the nut at the top of the external fixator, the nut that tightens up the apex pins broke off.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.